Manufacturer narrative:
(B)(4). Product does not returned for evalution yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's daughter is calling on behalf of the customer. The customer's expected non-fasting blood glucose test result range is 200mg/dl-250 mg/dl. Medical attention is not reported as a result of the actual blood glucose results. The customer's daughter reported that mother have a feeding tube due to critical illness that is insulin and stable condition. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 284 mg/dl and 178 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 11/20/2018 and open vial date is 03/10/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.